Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e105 lamp error could not be identified. However, it¿s likely the cause is related to old version led cables. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found old version light-emitting diode cables. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e105 lamp error. The issue occurred during the beginning of a diagnostic fiberoptic endoscopic evaluation of swallowing procedure. The procedure was unable to continue therefore it ended and a modified barium swallow procedure was performed. There were no reports of patient harm.